Event description:
It was reported that this pacemaker was found to be in safety mode. It was recommended that this device be replaced. The rep went back for a follow up with this patient and found the device was no longer in safety mode but did display fault code 1010. Subsequently this device was explanted and replaced. This pacemaker was received for investigation. No additional adverse patient effects were reported.